Manufacturer narrative:
Crimped tubing.

Event description:
The hospital biomedical technician reported the ventilator went vent inop and alarmed while in operation for pre-patient use checkout. There was no patient involvement, therefore, there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The MFR's service technician was able to duplicate the reported problem. The service technician reported finding the exhalation solenoid tubing crimped at the sensor board connection. The crimped tubing was resolved and extended self testing (est) was completed. All tests passed per operating specs.